Manufacturer narrative:
A2) patient age - average: 69.4 years. A3a) patient sex - 25 male, 20 females. A3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D4/h4) the lot number was not provided; thus the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from the united states, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded; thus no product investigation was performed. H6) per IFU, re-intervention listed as a potential adverse event with use of the turbo-power device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 12feb2021) ¿optimizing laser atherectomy for different lesion morphologies¿. The study retrospectively aimed to understand the impact of fluence and repetition rate on outcomes of superficial femoral artery (sfa) and popliteal artery laser atherectomy based on lesion type (calcific, homogenous, heterogeneous, and restenosis). A total of 45 patients with de novo or restenotic (=50%) sfa and popliteal artery atherosclerotic disease were enrolled in the study. All lesions were sequentially treated with spectranetics turbo-power laser atherectomy catheters. Complications included a total of 6 lesions that required target lesion revascularization (tlr) within 6 months, and 10 lesions required tlr within 12 months. Additionally, target vessel revascularization (tvr) was noted in 13 patients within 12 months following the index procedure. Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 12feb2021 has been used, the date of publication. George l. Adams, md, mhs, mba and vinayak subramanian, md. Optimizing laser atherectomy for different lesion morphologies. J crit limb ischem 2021;1(1): e27-e33. Https://www.hmpgloballearningnetwork.com/site/jcli/original-contribution/optimizing-laser- atherectomy-different-lesion-morphologies. This report captures the tlr and tvr that occurred after use of the turbo-power device. There was no alleged malfunction of any spectranetics devices in use during the procedure.